Event description:
The customer reported via sales rep that upon opening, the unit was damaged. It is further reported that there was no damage to any internal or external packaging. It is further reported that another unit was implanted with no adverse consequences.

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.